Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance, it was observed the device had a ovp circuit failed alarm that was present on the drpt event log. Replacement of the mc pcba needed before proceeding with remaining pm test procedures. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.

Manufacturer narrative:
H10: it was confirmed that there was an ovp circuit failed alarm present. The drpta event log confirmed the error code. The manufacturer's field service engineer (fse) replaced fan guard filter and retainer, and mc pcba per service guide to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.